Manufacturer narrative:
Corrections: annex c and d.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse test drove the system and did not experience any arm collisions. Explained to customer that if the surgeon's head is in the viewer and their hand is not on the surgeon side console (ssc) master tool manipulator (mtm), this could cause collision issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 2 collided with arm 1, and the trocar was dislodged from the body cavity. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the issue occurred during a case yesterday, and the caller was not present when the issue occurred. The caller believes the surgeon was controlling arm 1 when the issue occurred. The case was completed, and the customer reported no known patient injury. The customer also noted that the system did not error when the collision occurred. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that they were not sure what arm was inserted during the event. The instrument was not grasping any tissue. The port incision was intact. There was no injury occurred.